Manufacturer narrative:
(B)(4). Reporter number (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper reprocessing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device housing neck was cracked, the indicator light was red, and there was liquid residue in the module. It was further determined that the device failed pretest for check indicator ¿ liquid damage, saw- test, function- test, charging and checking of power module in charger, information button and self-test and general condition and lever. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.